Event description:
During the implant procedure, the caller reported that the physician stripped the atrial set screw, and despite multiple attempts and wrench sizes, was unable to set the atrial set screw. The device was not used. The device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, the setscrew was found to be loose/detached.